Manufacturer narrative:
(B)(4): the patient underwent a gynecological procedure in order to treat mixed urinary incontinence and rectocele and mesh was implanted. It was reported that the patient underwent the concurrent procedure of a lapraroscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy during mesh implantation. It was reported that patient experienced pain and infections post implantation.

Manufacturer narrative:
It was reported that patient underwent mesh explant on (B)(6) 2010 by dr. (B)(6).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.